Event description:
It was initially reported that a pt has experienced hoarseness since implant which has not significantly improved. The physician indicated that he suspects the recurrent laryngeal nerve fibers were within portions of the nerve wrapped by the lead and that the pt has left vocal cord paralysis as a result. The pt will be seen by another physician for further eval. The physician stated that he sees no point to not program the pt's device on at this point and will be doing so in the immediate future. Good faith attempts to obtain add'l info have been unsuccessful to date.